Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2227803 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, a 6/7f mynx control vascular closure device (vcd) could not be used because the balloon burst. There was no reported patient injury. Additional information was requested but not provided. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed and remained in the manufactured position. The syringe and sheath were not returned with the device, and no exposure to blood could be observed as received. Additionally, it was observed that the balloon showed a damaged condition that did not permit the balloon to maintain pressure. Functional testing was executed using a cordis lab syringe, and the non-functional condition of the balloon was confirmed as a leak was identified during balloon inflation. The leak was due to a pinhole located in the balloon surface. The product history record (phr) review of lot f2227803 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the leak found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue reported. However, handling factors during prep are possible since the device showed no signs of patient use. According to the instructions for use (IFU) during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) could not be used because the balloon burst. There was no reported patient injury. Additional information was requested but not provided. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.